Event description:
The customer contacted physio-control to report that their device had only black boxes across the display when they attempted to power it on. This condition is indicative of a device lock up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control recommended that the device be evaluated by a physio service representative; however, due to the age of the device and the costs associated with the repair the customer declined service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.